Manufacturer narrative:
Follow-up # 1 - the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue could not be reproduced however; a secondary issue was noted when the meter was found to have a defective battery. The test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: device returned to manufacturer date should have stated (B)(4) 2015.

Manufacturer narrative:
Follow-up # 3. This supplemental is being sent to correct information that was previously sent.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that her onetouch ultra meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began one morning during (B)(6) 2014 (date/time not provided). The patient manages her diabetes with fixed-dose insulin. The patient stated that she took her usual dose of nph medication (including sliding scale) on (B)(6) 2015 at approximately 7:00pm. The patient denied that any symptoms developed; however she stated that she went to ER on (B)(6) 2015 at approximately 7:00pm and received hcp treatment of "IV fluids". The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the correct test strips were being used, the meter did turn on when the subject test strip was inserted, there was no indication of product misuse, the subject meter was not being used for the first time and the meter did turn on when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that she received hcp treatment of "IV fluids" after the alleged product issue began. This treatment meets lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.